Manufacturer narrative:
This report is submitted on may 30, 2019.

Event description:
Per the clinic, the patient underwent a revision surgery (type and date not reported). Explant and reimplantation is planned; however, this has not occurred as of the date of this report.